Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the device did not deliver proper therapies during an episode of atrial tachycardia. The physician was not satisfied with the device treatment algorithms and made suggestions for improvement. The device remains in use. Patient medication and possible device replacement were considered as possible treatments. No patient complications were reported as a result of this event.